Event description:
Additional information received indicating that the patient had both their generator and lead explanted.

Event description:
Additional information received noting that a stop date was added for the reported infection meaning the event is no longer occurring.

Event description:
Additional information received reporting that the patient had a generator site infection (abscess) related to the implant procedure that has since recovered/resolved with sequelae a condition which is the consequence of a previous disease or injury). It was also noted that treatment was withdrawn for this patient as a result on the infection.

Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: supplemental #01 report inadvertently did not select hospitalization b5 describe event or problem, corrected data: supplemental #01 report inadvertently did not note that the patient was hospitalized f10 adverse event problem, corrected data: supplemental #01 report inadvertently left out code 'f08'.

Event description:
Patient presented with an infection that resulted in them being hospitalized and the vns being explanted.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with a topical infection in the sub axillary scar (from the generator), which was noted to be related to the implant procedure. The patient was treated with medication. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.